Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that, a child required endotracheal suctioning and when staff tried to suction they were unable to remove the end tidal co2 (etco2) detector from the portex connector. The patient was in distress and the staff was able to resolve the issue by removing the blue portex end of the ett with the end tidal co2 detector still attached and replaced it with another end from a new endotracheal tube.